Event description:
Customer reports the compact plus system produced an undosed result of 313 mg/dl. No actions taken based on device result. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: humalog 22units 12:00pm - 2 years; and humalog 22 units 6:30 - 2 years.